Manufacturer narrative:
Caire is in-process of having the subject unit returned for testing and eval.

Event description:
The alleged incident happened on (B)(6), 2011, in (B)(6). The alleged incident involved a helios 300, portable liquid oxygen unit. The alleged incident is described as the following: "pt filled her unit at 8:30 and said she did not over fill it. Pt then went out to do (B)(6). She said her unit made a weird squealing noise and the liquid started squirting everywhere from the fill port. She says liquid then burnt her leg." Caire was notified of this event on (B)(6), 2011.